Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-06, information was received from a friend/family member regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. On (B)(6) 2018, the patient's pump began alarming with a single tone alarm every hour. The pump was alarming because of low baclofen in the pump. The reporter called the healthcare professional (hcp) and they said they calculated the refill date wrong. The patient was not supposed to go for a refill for 3 months. The hcp calculated the refill date incorrectly and now the pump was alarming because it was low. The patient was to follow-up with their healthcare professional (hcp). There were no reported symptoms. When documenting any non-reservoir drugs, the caller mentioned the patient was put on oral baclofen (20 mg/3 hours). It was noted that the patient was in a hospital for unrelated reasons and they were an hour away from their managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received. It reported that the patient passed away on (B)(6) 2018 from metastatic lung cancer. No further information was provided.